Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. System logs from the reported event date have been reviewed which indicate abnormally high impedance values at the port one location. Functional testing confirmed impedance values exceed current manufacturing specification due to abnormal functionality of the radio frequency amplifier board on the affected port. High impedance values will proportionately reduce the output of rf energy which results in difficulty achieving user defined target temperatures. Ports two, three and four all reach setpoint temperature without issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to abnormal functionality of the radio frequency amplifier board at the port one location.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The probes would not heat past 40 degrees during the procedure and the case was cancelled. The case has been rescheduled.